Event description:
Resident on floor in siting position, alarm sounded on bed; started sounding after staff entered room. Bed alarm was on, but did not sound off until after resident was already on floor. Resident sent to hospital with a fx to left hip. Had orif in 2003.